Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching and apparent explant damage. The analyst commented that the lead was returned with the helix retracted and tissue visible on it. The tissue was removed and the helix worked within specification. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting no capture due to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.